Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the trial lasted for 1 day and it worked. The wire reportedly came loose and it was taken out. It was noted that the patient discontinued oral medication for urinary incontinence before the trial. The patient went on to permanent implant.